Event description:
It was reported that the patient presented for a routine battery changeout procedure due to elective replacement indicator. Upon testing, left ventricular lead dislodgement was noted. Dislodgement was confirmed with fluoroscopy. The lead was explanted and replaced on (B)(6). No patient information was reported.